Manufacturer narrative:
As the device remains implanted, no product analysis can be completed and no root cause determination can be made. As the lot number was not provided, no shopfloor paperwork review can be performed.